Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the prograsp forceps instrument the instrument broke and fragments fell into the patient. The fragment pieces were retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The prograsp forceps instrument was received, and failure analysis found the instrument to have a fully broken grip cable at the proximal clevis hole. .